Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial lead and pacemaker system was explanted to infection. No adverse patient effects were reported.